Event description:
Patient with tracheostomy was having desaturations and tachycardia. Attempted to suction patient and had difficulty passing the suction catheter and therefore, decision was made to change trach out to a new trach. 4.0 pedi bivona trach cuffed pulled from supply and cuff unable to be inflated properly (unilateral inflation). New trach obtained and then same problem with unilateral inflation of cuff and unable to use second trach for patient. Neonatal 4.0 bivona cuffed trach used to replace current trach.